Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced hypotension and high capture thresholds. The physician reported possible inappropriate sensing on the electrogram. The rv lead remains in service, but additional intervention was required. No additional adverse patient effects were reported.